Manufacturer narrative:
It was determined that the failure was due to a defective spindle for the main lift and this defect caused the spindle to move down into its lowest position. Trumpf medical replaced all defective parts and the column was send back to the customer.

Manufacturer narrative:
A service technician inspected the operating table column and found that the motor and clutch are working as intended. The gear is rotating, but no upward movement was observed. The column will be returned to trumpf medical for further investigation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The user attempted to move the operating table column upward. Although the motor and gear were heard turning, the table did not move up and the entire column unexpectedly descended. A patient was on the operating table at the time of the incident and no injuries were reported.